Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What surgical procedure was performed? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed? Were there any other contributing factors to include patient tissue condition? Can the pathology report of the staple line be provided? What is the current status of the patient?

Event description:
It was reported that following an unknown procedure, on look back on patient that underwent surgery with product had post-operative complication, including anastomotic leak and is in a critical condition in the ICU. The staple line has been sent to pathology rather than being discarded.